Event description:
The customer reported the infusion set separated below the upper fitment when placing in the pump during a patient infusion. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the set came apart during a patient infusion. There was no patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer's report that the set separated below the upper fitment was confirmed. Visual inspection showed a separation at the engagement between the upper fitment and the silicone segment. The expected retainer ring at the upper fitment was not received; however inspection of the separated silicone segment end under magnification showed evidence of a retainer ring indentation which appears properly aligned. The root cause of the customer's report was not determined.

Event description:
The customer reported the infusion set separated below the upper fitment when placing in the pump during a patient infusion. There was no patient harm.